Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level unknown. Customer stated the display was not blank less than 30 seconds and display was blank currently. Customer stated battery cap was neither damaged nor corroded. Customer stated the contacts on the battery cap are neither missing nor damaged and not exposed to moisture. The insulin pump will be returned for analysis.